Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable and will being monitored.

Event description:
Additional information was received that the suspected cause of the event was insulation damage, however this was suspected but not confirmed.